Manufacturer narrative:
The reported event could not be confirmed since no evidence was provided to suggest about the backout happening and also which screw backed out. The device inspection revealed the following: all the 3 received screws of 14mm length showed consistent damage of the locking threads. The damage pattern indicates towards a rather improper insertion. Along with that, the hex of the screws were also found to be severely damaged which may or may not have been caused during explantation. The batch record could not be reviewed because no identification mark was present on the returned screw, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The available information suggests that one screw backed out, but it was not communicated which one and also due to lack of additional information such as medical reports, x-rays etc., it couldn¿t be determined which screw backed out. Through the device inspection it was observed that almost all the returned screws exhibited similar consistent damage pattern along the threads, thus even with device inspection it was not possible to determine that one affected screw and the root cause of the failure. If any further substantial information is provided, the investigation report will be updated.

Event description:
The patient complained of pain which found out back out of the screw from the plate. Removal of the screw was scheduled for (B)(6) 2021. There was a possibility that screw was not locking to the plate.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
The patient complained of pain which found out back out of the screw from the plate. Removal of the screw was scheduled for (B)(6) 2021. There was a possibility that screw was not locking to the plate.